Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted due to 2nd degree rectocele, 1st degree cycstocele, and urethral hypermobility. The patient underwent mesh revision/removal on (B)(6) 2013 due to bowel problems, pelvic and vaginal pain, dyspareunia, urinary urgency, and infections. (B)(4) - bowel problems; dyspareunia.